Event description:
Patient is reported to have developed a burn approximately 1x.7cm on their lower right leg following treatment with the anodyne therapy professional unit. User facility reports using appropriate application technique and following recommended treatment guidelines. Patient has received medical treatment, and reports burn is healing.